Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. The customer stated that the device was now running without issue. No further issues were noted. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(4) 2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The aia-600 ii operator's manual chapter 3 - operation overview was reviewed. Operational precautions: the aia-600 ii must be operated as specified. If the analyzer is used in a manner not specified by the manufacturer, the protection provided by the equipment may be impaired. The most probable cause of the reported event is unknown.

Event description:
The customer reported that while running quality control (qc), they received the message "watch dog timer count up" along with several feet of paper of instrument mechanical data. The customer attempted to repower the device. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lh ii), beta human chorionic gonadotropin (bhcg), prolactin (prl), and estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.